Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for lead implant. During the procedure, it was noted that the lead exhibited increasing pacing impedance indicative of lead breakage. The physician exchanged the lead during procedure on (B)(6) 2020. There were no patient consequences.